Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient with 1 ml of juvéderm® volux¿ and 1 ml of juvéderm¿ voluma¿ with lidocaine. Two weeks later, the patient was injected in the lips with 1 ml of juvéderm® volift¿ with lidocaine and 1 ml of juvéderm® volbella® with lidocaine. The patient presented with ¿inflammatory nodules¿ in the lips 7 weeks later. The patient was treated that day with deflazacort 30 mg x day for 3 weeks. The patient was also treated with ciprofloxacin 500 mg 12 x 8 days, hyaluronidase and ¿amox + ác clav.¿ the event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00760 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2020-00759 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella® with lidocaine.